Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Inspection of the device revealed damage and a perforation to the encapsulation sleeve along with dried blood through the catheter. An .014 test guidewire was used and was unable to pass the dried blood throughout the catheter. The reported allegation was confirmed due to shaft damage and guidewire advancement issues due to the presence of blood.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the shaft was damaged. The target lesion was located in the severely calcified superficial femoral artery (sfa) vessel below the knee (btk). A 135cm rubicon 18 catheter-guide selected for sfa btk percutaneous transluminal angioplasty case and loaded onto the non-boston scientific wire to pass the lesion. However, the rubicon catheter was removed from the patient's body as it became stuck while following the wire. It was found to be bumpy in the middle part of the catheter. The physician complained and completed the procedure with another of the same product. No complications were reported, and the patient was fine. However, device analysis revealed damaged and perforation to the shaft.